Event description:
It was reported that the device's hard surfaces generate pressure. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the device's hard surfaces generate pressure was most likely not related to any component-level defect or malfunction. However, this could not be confirmed. In addition, a stryker qae spoke to a stryker sales account manager, who provided contact information for the wound care nurse who reported the complaint. Several attempts were made to obtain more information regarding the alleged events, including the number of injuries, extent of the injuries, treatment of the injuries, or resolution. However, the customer did not respond, and no additional information was gained. Based on the information provided, the alleged injuries could not be directly tied to any defect or malfunction with the product.

Manufacturer narrative:
It was reported that there has been a general increase in pressure injuries. Multiple attempts were made to gather the number of injuries, extent of the injuries, the treatment information, and resolution. However, the customer did not respond, and no additional information was gained. The alleged injuries could not be directly tied to any defect or malfunction with the product. After investigation, it was determined that the alleged increase in pressure injuries was not caused or contributed to by the trurize chairs, as no malfunction was alleged with the devices.

Event description:
It was reported that there has been a general increase in pressure injuries. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.

Event description:
The customer alleged that the trurize chair had caused pressure injuries. Attempts are being made to gather additional details from the user facility.